Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodgment. On (B)(6) 2021 at the follow-up the ventricular lead during threshold test captured the atrium. On (B)(6) 2021, at x ray the dislodgement of the lead in atrium was confirmed. The patient confirmed that he has moved his left arm and shoulder. The lead was successfully repositioned.